Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including history of bicuspid aortic valve, coronary artery disease (cad), chemotherapy and end-stage renal disease (esrd).

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent valve-in-valve procedure after an implant duration of seven (7) years, eight (8) months, due to severe symptomatic aortic stenosis and degeneration. Presented with hfpef. Tavr was successfully performed with a 20mm 9755rsl valve. The patient was transferred to telemetry floor in stable condition and discharged home on pod #5.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of seven (7) years, eight (8) months due to unknown reasons.